Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and performed the appropriate adjustments and repairs to return the instrument to expected operation.